Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the personality module surgeon console (pmsc) board to resolve the right eye loss issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the pmsc board involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported complaint. The board was installed into the test system running 10-minutes sine cycle, 20 power cycles without triggering any errors. A video test was performed and it passed with good images in both eyes. Surgeon console leaf #2 (scl2) will be replaced as a precaution.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye of the surgeon side console (ssc) was out. A technical support engineer (tse) reviewed onsite logs and noted error 1100, indicating ac power loss at the vision side cart (vsc) followed by error 23/40. The customer already reseated the camera and power cycled the system with no success. The customer noted the fiber connections were red at the vsc. Tse asked the customer to power off all system components and power cycle all circuit breakers. The customer could not complete the troubleshooting at the time. The surgeon elected not to proceed the procedure robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was converted to a laparoscopic surgery. The laparoscopic surgery was completed successfully with no injury to the patient. No patient related information is available.